Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The lot was manufactured from november 22, 2021 - november 23, 2021. The actual device was received for evaluation containing 23 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused; further described as there was a residual amount of liquid that remained after the expected 46 hours infusion. This was observed after use. The device was filled with 5-fluororacil 77.9 ml saline solution as a diluent 40 ml with a total of 117.9 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.